Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up. Episodes of non-sustained oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on stored egm. Programming changes were recommended.